Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler, cycler set or any fresenius product. However, it is suspected that a breach of aseptic technique was the suspected causal event for the peritonitis. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
This is a report of a peritoneal dialysis (pd) patient who developed peritonitis. The cause of the peritonitis was suspected to be a breach in aseptic technique. The patient was hospitalized for the event from (B)(6) 2017 and treated with anceft (1g, frequency not reported) and fortaz (1g, frequency not reported) intraperitoneally for two days. A peritoneal effluent culture was performed with results positive for klebsiella oxytoca. Treatment with anceft was discontinued upon discharge and treatment with intraperitoneal fortaz (1g, frequency not reported) continued for an additional two weeks. Repeat cell count showed no growth and decreased to 4. The patient was reported to have recovered from the event. Peritoneal dialysis therapy was reported to be ongoing.